Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer attempted to recover failures but found that aux 2 was not detected on pyxibus. Auxiliary 2 was removed and inspected. This medstation has a refrigerator mounted on top of aux 2, which is notable because, had hired a team to remove all srms. During that process, the team disconnected the pyxibus remote manager cord and unplugged the cable linking aux 2 to the main unit. Pyxis was powered down, the pyxibus cable was reattached, and the system was restarted. All lights on the back of aux 2 illuminated. In the application, the customer recovered the drawers, and the failures were no longer present on screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer confirmed that the station had already been rebooted, but the issue persisted. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.